Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged high blood glucose following a supply change, with a highest cgm reading of 400 mg/dl and a confirmatory fingerstick of 593 mg/dl, and the patient observed insulin leaking at the connector, prompting another supply change and subsequent disconnection from the pump while administering subcutaneous rapid-acting insulin. Symptoms included hyperglycemia with dry mouth, urinary frequency, and irritability. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a fluid leak associated with the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The patient was instructed to remain disconnected from the pump per external insulin guidance and to reconnect only after the recommended intervals.